Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was removed on (B)(6)2024 due to non-union. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to what was reported. The most likely cause cannot be determined based on the available information. The company will supplement the MDR as necessary and appropriate. Appropriate. Additional tmc device explanted in the same revision surgery was reported in 3011623994_2024_00067.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was removed on (B)(6) 2024 due to non-union. No other patient outcomes were reported as a result of this event.